Event description:
It was reported that at the user facility the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The failure for overheating was not confirmed by the repair technician and diagnostic engineer through functional evaluation, disassembly, and visual inspection. The components of the drill were conforming. The device was serviced for preventive maintenance and returned to the user facility.